Manufacturer narrative:
(B)(4).

Event description:
The patient reports she is unable to initiate stimulation. The sjm representative determined she was experiencing auto-reducing on multiple programs. Reprogramming was unable to provide effective stimulation and in addition the patient experienced abdominal discomfort. Follow up information identified the patient does not want further reprogramming and wants her scs system to be explanted. The patient underwent surgical intervention on (B)(6) 2015 to explant the entire scs system which resolved the issues.